Manufacturer narrative:
At this time the device remains implanted. Should additional information become available this event will be updated.

Manufacturer narrative:
Both the data disk and memory disk were analyzed by engineers and noted that the device recorded no system faults and appeared to be operating normally.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) attempting to interrogate the device was not possible due telemetry interference. A wand was placed over the device but it was still not possible to interrogated the device. Finally the pocket was re-opened and the device was finally interrogated. The device was placed back into the pocket and the implant was finished successfully. A save to disk was sent for review to european technical services. No adverse patient effects were reported.

Event description:
--